Event description:
It was reported that a patient presented remotely via merlin.net. Examination of the transmission revealed failure to sense on the right atrial (ra) lead. A chest x-ray performed on an unknown date revealed ra lead dislodgement. Failure to capture and ra lead fracture were also alleged on the lead. Corrective programming changes were made. Surgical intervention to resolve the malfunction was planned, but not performed. The patient was stable throughout.

Event description:
New information received notes that the ra lead was capped and replaced on (B)(6) 2022. The lead was found under fluoroscopy to have dislodged due to twiddlers syndrome. The patient was stable throughout and will continue to be monitored.